Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold and unable to pace. The ra lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.